Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however the visual inspection revealed that the defib conductor was distorted and there was blood noted in the helix mechanism. Evaluation summary (B) (4), (B) (4) full lead.

Event description:
It was reported during the implant procedure that the screw-in mechanism was not functioning at implant attempt. The lead was not used. No patient complications have been reported as a result of this event.